Manufacturer narrative:
Sc-1160 (sn:(B)(6)) the returned ipg was analyzed, passed all test performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that patient had a non-device related fall which the physician was unsure if it contributed to the patients symptom. The patient underwent an ipg replacement procedure. The explanted ipg will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that patient had a non-device related fall which the physician was unsure if it contributed to the patients symptom. The patient underwent an ipg replacement procedure.